Event description:
"(B)(4)---hematuria" per (B)(6) 2025 discharge summary: "patient is a 76-year-old veteran with past medical history of prostate cancer, urinary retention with chronic foley, pulmonary embolism on apixaban, copd, hypertension, diabetes, who presented to the emergency room with bleeding from around his penis. Bleeding most likely was due to trauma from foley catheter with blood exiting meatus outside of foley. Urology was consulted, cystoscopy/foley were exchanged, and voiding trial was recommended. Due to unsteadiness pt (physical therapy) was consulted and recommended home pt. See urology recommendations below, resumption of apixaban was recommended by urology as well. Anemia remained stable, pcp (primary care physician) to follow-up and workup anemia on outpatient basis." Pulmonary embolism.